Event description:
The baxter field service tehnician reported a pump with a battery condition found during bio-med testing. Devcie was serviced on-site. According to the hospital representative there was no patient injury or medical intervention reported. No additional information was provided.